Event description:
It was reported by the clinician that the epidural was being sheared when they tried to pull the stylet out. Additional information received by the sales representative on 04/17/2009 stated, they had difficulty with the stimucath catheter. They had trouble pulling back the stylet with the needle. They discovered that the tension on pulling back, the stylet caused the catheter to come back onto the needle, causing it to "bunch up" and shear. Nothing was retained in the patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.